Event description:
It was reported that the customer had fluctuating blood glucose levels. Pump passed delivery system check. Customer changed her cartridge, infusion set, and infusion site to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.